Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of needle driver sticking in the open position. Instrument placed on the is3000 system and driven. Instrument recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The functional performance testing did not find any issues. Engineering found various scratch marks on the main tube with light material removal on the distal end. The scratches were .060 - .150 in length and not aligned with the tube axis. Engineering concluded that the main tube damage was likely due to mishandling. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during da vinci si hysterectomy procedure the 8mm large needle driver instrument kept sticking in the open position while in use. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.